Event description:
It was reported in an article reviewed by MFR that the vns pt experienced throat pain which required surgical intervention. This pt had previously undergone a laryngectomy and had a tracheostomy. The pt developed throat pain when his vns was activated. This responded to replacement of the metal tracheostomy tube with a plastic one. Attempts to obtain additional info are underway.

Manufacturer narrative:
Dardis, r., selway, r., koutromanidis, m., polkey, c.e., "vagal nerve stimulators and anaesthesia:2." Anaesthesia; 2001; 56: 1203-1216.